Manufacturer narrative:
Concomitant medical products: product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: extension. Product ID: 3487a, lot# j0211821v, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: lead. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The following information was reported in 3007566237-2014-03046: ¿it was reported that a prior implantable neurostimulator (ins) was replaced on the date of report but unipolars remained high and some out of range. Now, the bipolar pairs were high as well in the 2000 ohms range. The patient could feel no paresthesia with any electrode combinations. The ins was in the pocket when impedances were checked. The case readings post-operatively were 8000 ohms, 9000 ohms and some over 10,000 ohms.¿ any further information received will be reported in this event moving forward ** additional information received reported that the patient had a fall in the middle of august and since the fall the problem had gradually become worse. Impedances were within normal ranges except for case which ranged from 6000 to 8000 ohms. Reprogramming and impedance measurements were taken before the procedure. There was a revision on (B)(6) due to depletion (normal depletion was indicated). The ins with serial number (B)(4) was replaced with the ins with serial number (B)(4). The lead and extension were not tested or replaced at the time of surgery. However, previous meetings with the patient on (B)(6) 2014 indicated open circuits and the plan was to replace all components. Post (B)(6) the patient was not receiving therapeutic benefit. The impedances were still high after ins replacement on (B)(6). Case impedances were higher than bipolar impedances: c-0; 9600, c-1; 11,214, c-2; 12,129, c-3; 13,492. Bipolar impedances were around 2000 to 5000 ohms. The caller was first asked to contact the patient (B)(6) 2014 but did not known when the patient first lost therapy. The patient was now scheduled for a lead revision on (B)(6) 2014. The doctor would do revision and intraoperative testing and replace extension and lead if required. Later, the patient proceeded with the lead revision and impedances were in range. The lead and extension were removed and replaced on (B)(6) 2014. The patient was doing great and receiving effective stimulation. Refer to report # 3004209178-2014-20047.